Event description:
It was reported that an unspecified malfunction alarm occurred. The customer declined to share an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.